Manufacturer narrative:
Correction: the correct serial number of the device is (B)(4).

Manufacturer narrative:
This report is filed april 4, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.